Manufacturer narrative:
Concomitant medical device: product ID 8781, serial/lot# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration at a daily dose rate of 365 mcg via an implantable pump for primary lateral sclerosis. It was reported that the pump was implanted on (B)(6) 2022. It was further noted that they were concerned because the patient did not listen to them. The patient was told not to touch the wound for a while after the surgery, but they had heard that he had touched it. It was further noted as having been unfortunate because the intrathecal baclofen therapy was effective. They were to thoroughly treat the infection first and consider re-implantation once again. As of (B)(6) 2022 the wound was open and the pump was visible. There was a risk of infection, so the pump was to be removed. The date of explant was (B)(6) 2022.the wound infection was unrelated to drug, pump, and catheter. It was unknown if the wound infection was related to procedure. The onset date of the infection was (B)(6) 2022. The outcome of the event was not recovered. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump was removed and disposed of, so it would not be returned to the manufacturer. Regarding if the event / wound infection had been resolved, it was indicated that additional information afterwards was not obtained.